Event description:
It was reported that an ilet bionic pancreas experienced a charging problem in which the device gained only 10%¿20% charge after an hour on the beta bionics charging pad, with a solid green light illuminated, and the user planned outlet and adapter reconnection troubleshooting; the affected component was the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem, consistent with a charging problem involving the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.